Event description:
The device was used during a v.a.t.s. Procedure. It was reported "on the second firing, jaw was really hard to open so surgeon couldn't fire." There was not consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned in good physical condition. The cartridge was returned missing the lockout tab and the middle alignment finger. No conclusion could be reached as to how the cartridge had become damaged. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument will become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly.